Manufacturer narrative:
On 05/18/18, it was reported to mentor that the device history record ( DHR) of lot number 5566932 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 500cc and experienced rupture on the right breast implant. The rupture was diagnosed by the healthcare professional by mammogram and ultrasound. The patient has a history of having a revision procedure to augmentation on (B)(6) 1984. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.